Event description:
False negative results. I received this test on august 14, with expiry date of august 15. The 2 tests both gave negative results, but I actually do have covid, as I learned when I lost my sense of smell and did more reliable testing.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.